Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. A manufacturing record evaluation was performed for the finished device qebckjr0 number, and no non-conformances were identified. Additional h3 investigation summary: it was received for evaluation an empty opened folder and a detached needle of product code v372h, lot qebckjr0. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and no suture remnant was noted into the barrel hole. The suture was not received to determine the assignable cause and no functional tests could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as the needle was detached from the suture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was needle coming out from suture during procedure or was found like this in package? What procedure was being performed? How many minutes was the procedure delayed? Was there any patient consequences? Can you clarify the lot? Status of device return/follow-up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle was coming out of the suture. There were no adverse patient consequences reported.